Event description:
Patient presented to the physician with shoulder pain. During the examination, the physician palpated the ipg, and the patient indicated pain in the shoulder. Imaging was done, and it showed the sensor tip had moved orientation and was pointing upward. Physician brought the patient into the operating room, opened the ipg pocket, confirmed the sensing lead had slightly migrated, and discovered a seroma. Physician drained the seroma, removed the ipg and sensing lead from the original pocket, and closed the initial pocket. The physician created a new pocket in an alternate location in the chest, repositioned the originally implanted ipg, connected a new sensing lead, and closed the site.